Event description:
It was reported that the autopulse system displayed "system error" out of service-revert to manual CPR message. Additional information was received indicating that the autopulse unit was not in use with a patient at the time of the event. The system error was not able to be cleared. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2013 and was analyzed. Visual inspection of the platform indicates that battery lock was damaged. Reported problem was confirmed. The archive data exhibits user advisory ua 132 (internal watchdog timeout) fault. Error was cleared using (B)(4). Battery lock was replaced. The pdb board was replaced with the current revision. The board passed final test. Probable root cause attributed to this failure could not be determined.